Event description:
It was reported there was a leak from the handle of the cool path duo catheter during an ablation procedure. The physician was performing an ablation procedure using the cool path duo catheter and high temperatures were reported by the generator. The physician stabilized the temperature by increasing the saline flow rate up to the maximum rate of 40 ml per minute. When the saline bag was replaced it was noticed there was fluid on the bed. The physician examined the catheter and noticed saline was leaking from the catheter handle. The physician then replaced the catheter with another cool path catheter which functioned normally. There were no consequences to the patient.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.